Event description:
A malfunction was reported with code malf 12 on a pump. There was no reported reported impact on the customer¿s blood glucose level. The customer had not reset the pump prior to contacting support, but technical support provided information and assisted with the reset process. After resetting, the malfunction did not recur, and the customer was advised that the pump could continue to be used, with instructions to get in touch again if the issue reappears. The customer acknowledged and understood the instructions.